Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer declined troubleshooting. There was no reported impact to blood glucose. Customer reportedly used the infusion set supplies for longer than 2 days and tandem's technical support educated customer on labeling. Reportedly, customer reverted to manual injections.